Event description:
It was reported that this spinal cord stimulation (scs) system was explanted due to presence of cervical paddle impedances and the patient wanted magnetic resonance imaging (MRI). The patient is doing well post operatively. Explanted device will not return due to facility policy and electrocautery was not used.